Event description:
It was reported there was static on the screen when the customer hooked it up to the gastrointestinal videoscope. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.